Event description:
The customer reported to ortho on 8/11/97 that an incident occurred on 7/16/97. While running an antibody screening assey, summit sample handler, misread a sample barcode in position b5 as "8779969" instead of "8779963". No error message was generated. The customer also stated that this had also occurred previously, on 6/18/97 when a barcode was read as "8701241" instead of "8701240". No error message was given. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04024-08. The barcode from the 7/16/97 incident has been returned to ortho for investigation.